Manufacturer narrative:
(B)(4). The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the status display on a 980 ventilator went blank. The patient was not removed from the ventilator as it continued to ventilate the patient however, the ventilator was swapped out later in the day.